Manufacturer narrative:
Follow-up # 1 date of submission 8/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/21/2016 with the following findings: the pump was reevaluated and no defect could be found. No additional information is available at this time. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (power issue) issue. It was reported that there was a hybrid full test failure. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.